Event description:
Device malfunction: none. Symptoms/ae: infection. Time of symptoms/ae: approximately 6 days post vessel closure. It was reported that in 2009, arteriotomy closure of the common femoral artery was achieved using the proglide device after an interventional procedure. Approximately 6 days post-procedure the patient returned to the hospital experiencing an infection at the arteriotomy site. The patient is being treated; however, type of treatment was not reported. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.